Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported the energy is below 20% of required range. The laser stopped after 22% of firing and treatment was aborted. The surgeon will re-treat the patient when refraction is stable.

Manufacturer narrative:
The root cause could not be identified by the investigation. The manufacturer internal reference number is (B)(4).